Manufacturer narrative:
The customer reports the loads were recalled and were not used on any patients. (B)(4). Asp investigation summary: the investigation included a review of the visual analysis, batch record, supplier evaluation, trending of the product malfunction code, retain testing, and system risk analysis. A visual analysis was not performed since the product was not returned for evaluation. The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required as the issue was not identified to be a functional or manufacturing issue. The trend for the product malfunction code of procedure related was not performed as the lot number was not available. Retain testing was not performed as it was not identified to be a manufacturing issue. The system risk analysis (sra) was reviewed for the issue of procedure related and disinfect time/temperature, and the risk was determined to be "low risk." The assignable cause of the issue is user error. The customer indicated the room in which they disinfect scopes is below 68 degrees f, and that they do not test the temperature of the cidex® opa solution before use. The customer was advised to monitor the temperature of the solution by using a medical grade quality heating device to ensure the mimumum temperature of 68 degrees and to always follow the instructions for use (IFU). Asp will continue to track and trend this issue. No further investigation is required at this time.

Event description:
A customer reported using cidex® opa solution at a temperature below the recommended minimum temperture of 68 degrees f, and the scopes were released and used on patients. There is no reported patient injury. The instructions for use (IFU) states in order to achieve high-level disinfection, the cidex® opa solution must be at a minimum temperature of 68 degrees f. The customer was advised to use a heating device of medical grade quality to heat the solution to its minimum temperature requirement and to follow the (IFU) for manual processing high-level disinfection. This event is beinig reported as the scope can not be guaranteed to have been high-level disinfected.